Event description:
The customer reported that the sys's collimator iris was too large. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The collimator assembly was replaced and calibrated, and the beam was aligned. The sys was tested and found to be working as intended and put back into svc.